Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue of loose working channel was confirmed and found to be caused by physical stress. In addition, service found the light guide lens was dirty due to insufficient cleaning and was scratched, the distal end was deformed, the bending section cover was porous, there was play in the angulation wire, the biopsy channel leaked, the biopsy knob was scratched, the connector was discolored, and the acoustic lens was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the working channel of the subject device was loose. The reported issue was found during reprocessing of the scope. There was no patient involvement.

Manufacturer narrative:
Correction/removal number added.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation of the loose working channel, the root cause could not be confirmed. The event was most likely caused by physical stress. The event can be detected/prevented by following the instructions for use which state: "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.